Manufacturer narrative:
On (B)(6) 2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: allegation of breast implant poisoning, generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch mw5092557) that a female patient underwent an unknown procedure with a mentor memorygel breast implant 250cc gel breast prosthesis (left device) and a mentor memorygel breast implant 300cc gel breast prosthesis (right device) and suffered several unexplained systemic symptoms, including yellow/red discharge from eyes, fatigue, weight gain, hair loss, dry skin, depression, high creatinine levels, low gfr levels, high hemoglobin, and suboptimal ferritin levels. The patient alleges breast implant poisoning. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral explantation on (B)(6) 2020. The patient reported that her eyes have cleared up post-explantation. This medwatch report is for the patient¿s right breast prosthesis.